Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which stated that the surgeon wasn¿t satisfied with the performance of the valve during the ¿water test¿ after having sutured in the valve. It was reported that the leaflets didn¿t work properly. It was stated that leaflet motion was tested with the blue actuator and with the water test during the implant procedure and the valve was rotated within the annulus in an attempt to obtain appropriate leaflet motion. It was stated that the surgeon felt that the different sized replacement valve fitted better for the patient. It was further reported that there was no tissue entrapped in the mechanical leaflets, and the mechanical leaflets were free. It was noted that leaflet movement was not good or normal. It was mentioned that the patients native valve had been excised. No additional adverse patient effects were reported.

Event description:
Medtronic received additional information which stated that the surgeon wasn¿t satisfied with the performance of the valve during the ¿water test¿ after having sutured in the valve. It was reported that the leaflets didn¿t work properly. It was stated that leaflet motion was tested with the blue actuator and with the water test during the implant procedure and the valve was rotated within the annulus in an attempt to obtain appropriate leaflet motion. It was stated that the surgeon felt that the different sized replacement valve fitted better for the patient. It was indicated that there was impingement of one of the valve leaflets. It was noted that leaflet movement was not good or normal. It was mentioned that the patients native valve had been excised. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that both valve leaflets appeared intact with surface anomalies (likely due to explant procedure). There were no cracks noted. Both leaflets were received in the closed position. A blue actuator was used to test leaflet movement, the leaflets appeared to move easily. The orifice appeared intact with no evidence of damage. Both inflow and outflow valve hinge mechanisms appeared intact. The sewing cuff shows signs of pin holes, suggestive of implantation suture holes. The valve was rinsed under tap water, it was verified that the carbon subassembly rotated in the sewing ring. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 26mm aortic mechanical valve, it was explanted and replaced with a 27mm valve of a different model. The reason for the replacement was reported as the valve did not work properly after implantation. No additional adverse patient effects were reported.